Manufacturer narrative:
Concomitant product: dtba1d1 device, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and a chest x-ray showed the appearance of the lead being in two pieces, or fractured. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.